Manufacturer narrative:
Additional information: publication acceptance date was used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, cystoid macular edema, and uveitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. The IFU states that the safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with pseudoexfoliative glaucoma, and pigmentary glaucoma, and istent® trabecular micro-bypass stent is not indicated for primary angle-closure glaucoma (pacg). Based on available information, the root cause of the reported could not be conclusively determined. MFR# reference: (B)(4). Please reference 2032546-2020-00092 for reported cases of sent obstruction.

Event description:
The following was reported through a review of an article titled, 'three-year outcomes of second-generation trabecular micro-bypass stents (istent inject) with phacoemulsification in various glaucoma subtypes and severities.' Postoperatively, there were thirteen (13) cases of iop spikes (defined as iop > 10 mmhg or 50% increase relative to baseline), one (1) of which required non-penetrating surgical intervention at postoperative day three (3). Corneal edema was noted in thirteen (13) eyes with majority noted on postop day one (1) which were self-limiting, including eight (8) cases of transient micro-hyphema within the first 24 hours postop. In addition, there were seven (7) cases of rebound iritis which were managed with topical steroids. There were six (6) cases of epiretinal membrane, five (5) cases of stent obstruction by fibrotic membrane, two (2) cases of cystoid macular edema, and one (1) instance of acute anterior uveitis requiring medical intervention were also noted. All adverse events were transient, had no sight-threatening sequelae, and were managed conservatively. Additional information has been requested. Please see the attached article for additional information. This report references cases of adverse events.